Event description:
The manufacturer received info alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service ctr, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.